Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon pulling out, the distal edge of the device was found to be lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.